Event description:
A 6f .070 xb 3.5 100cm vista brite tip guiding catheter broke while in use in the patient and the patient had to go to surgery to have it removed. The guide catheter got twisted in two different spots and the catheter itself down within the sheath broke off at the shaft. The patient is reported to be fine. A left heart cath was being performed. The guiding catheter broke while attempting to do balloon angioplasty of the lad stents. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was in stable condition. A procedural cd is available and has been sent.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6f .070 xb 3.5 100cm vista brite tip guiding catheter broke while in use in the patient and the patient had to go to surgery to have it removed. The guide catheter got twisted in two different spots and the catheter itself down within the sheath broke off at the shaft. The patient is reported to be fine. A left heart cath was being performed. The guiding catheter broke while attempting to do balloon angioplasty of the lad stents. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was in stable condition. A procedural cd is available and has been sent. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 18066726 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6f .070 xb 3.5 100cm vista brite tip guiding catheter broke while in use in the patient and the patient had to go to surgery to have it removed. The guide catheter got twisted in two different spots and the catheter itself down within the sheath broke off at the shaft. The patient is reported to be fine. A left heart cath was being performed. The guiding catheter broke while attempting to do balloon angioplasty of the lad stents. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was in stable condition. Procedural cd was not received for evaluation. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a 6f .070 xb 3.5 100cm vista brite tip guiding catheter broke while in the patient. The patient had to go to surgery to have it removed. The guide catheter got twisted in two different spots and the catheter itself down within the sheath broke off at the shaft. The patient is reported to be fine. A left heart cath was being performed. The guiding catheter broke while attempting to do balloon angioplasty of the lad stents. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was in stable condition. The product was not returned for analysis. A product history record (phr) review of lot 18066726 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)- separated - in-patient¿ could not be confirmed. Excessive torquing of the catheter may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance can not be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer).¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.